Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this existing implantable cardioverter defibrillator (ICD) triggered an alert for out of range pace impedances on the right ventricular (rv) lead. The impedances at implant were 442 ohms and now, the values were less than 200 ohms. Boston scientific technical services (ts) recommended bringing the patient in for further evaluation. At this time, the rv lead and ICD remain in service. No adverse patient effects were reported.